Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: a rusted charge-coupled device was causing a blurry image and preventing the device from taking pictures. The most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during an unspecified procedure, the camera head presented a blurry vision and was not taking pictures. There were no reports of patient harm.